Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic right inguinal repair procedure, the surgeon had to remove the damaged mesh that had a hole in the center from the patient who had recurring hernia. Another mesh was used to resolve the issue and complete the case.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: a review of the device history record could not be performed. All process and test criteria are verified as complying with qa specif ications for all product lots prior release to market. The visual examination of the provided picture shows that: the mesh was found contaminated by blood. The shape and the textile color (gt9) seem to correspond to a progriptm laparoscopic self fixating mesh (lpg), right side. The quality of the picture did not allow us to check the textile knitting pattern, the collagen barrier and the mesh dimension. A hole of around 12 pores along the seam between the flap and the mesh is visible. The sewing green yarn is not visible on the picture. The reported condition was confirmed. Pictures analysis start date: (B)(6) 2020 it should be noted that the mesh was ¿not implanted by robot but removed by robot¿. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. The product IFU which accompanies each device states in chapter ¿operating steps¿ that ¿3. Rolling/folding of the mesh: (¿) b. For the anatomical mesh, it is recommended to fold the mesh on itself, grips outside, length-wise, starting at the anatomical flap seam¿ and that ¿b. For the anatomical mesh, it is recommended to fold the mesh on itself, grips outside, length-wise, starting at the anatomical flap seam. 4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above.¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The reported condition was confirmed but the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.